Manufacturer narrative:
Corrected information has been provided in e1 to accurately reflect the initial reporter title. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the bleeding and bleeding was not determined due to no product returned and insufficient clinical details.

Manufacturer narrative:
H6 updated with e0506. The investigation is still ongoing.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. When removing the impella cp there was a leak at the hub of the sheath. They were unable to confirm whether the companion sheath and/or wire was fully removed prior to the explant of the impella cp. After the impella was removed the decision was made to remove the sheath to rule out bleeding, and place a 14 french cook. Closure was successful and there were no further issues. The patient's outcome at explant was survived.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.